Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to a femoral neck fracture. A review of invoice history confirmed both surgery dates and that the resurfacing femoral head was removed and replaced with a modular head, taper insert and femoral stem during the revision surgery.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to a femoral neck fracture. A review of invoice history confirmed both surgery dates and that the resurfacing femoral head was removed and replaced with a modular head, taper insert and femoral stem during the revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.